Event description:
It was reported that particulate matter (pm) was observed inside the luer connector of a large volume infusor. The pm was further described as, ¿black foreign matter inside the luer connector¿. The pm was discovered after unpacking prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city : should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from may 12, 2022 - may 14, 2022. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection of the photos was performed, however, neither photo showed any image of a black foreign matter inside the luer connector. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.